Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. As received, the ipg successfully communicated with a test standard pt programmer; however, the device failed the auto-test. Further interrogation revealed broken feed through wires on channels 1 and 2. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2009. It was reported that the device was replaced due to loss of stimulation for the pt. Follow-up on this matter found that effective stimulation has been recaptured as a result of the procedure. No further issues were reported.